Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the healthcare provider (hcp) was made aware of the issues and confirmed the rep's suspicion that the patient's battery had turned off and they didn't know to power it up again once it was charged. The rep figured out the patient "may" have had the unit turned off, although he and his wife were certain he had been using it, but they have a history of being confused by the technology, so it was very plausible that it was truly turned off for the entire reporting period. The recharging report very brief charging times daily which would further explain the device being turned off. The rep reported that contact 15 did show to be very high with impedances values versus other contacts from 32,000 - 34,500 ohms. The rep noted that none of the patient's programs used this contact and therefore didn't limit or change therapy. The rep reeducated the patient on how to tell if the therapy power was turned on and how to tell if it was off. It seemed th at the patient and his wife were confused. The rep couldn't determined if the patient accidentally turned it off or if they let the battery level get low enough that the system turned itself off and they didn't know it had to be turned back on once fully charged. The rep noted that this was the most likely scenario. The patient was later released that day with the system on, a significant amount of education done, and to this point, there has been no questions or calls from the patient or the patient¿s physician to suggest he is not doing well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the device usage information is completely blank, in addition to recharging frequency has changed. Patient was recharging everyday from 50% to 100% but now is only recharging about 10% a day. We discussed checking the device date and time as this most likely is not correct and unable to provide usage information. I asked caller to screenshot the diary information of stimulation usage. Caller indicated all impedances were good except for electrode 15 which was around 13,000 ohms. Caller did not know patient name and is currently not w/ patient.